Event description:
It was reported to philips that the system geometry movements were not available.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The field service engineer (fse) inspected the system onsite and verified that the customer resolved the issue by restarting the system multiple times, restoring the system to normal functionality. After restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.